Manufacturer narrative:
(B)(4). The customer reported that the (B)(4) function would not give a reading during a pt event. The involved pt died. The customer has reported that the device behavior did not contribute to the pt outcome. We have requested additional info and are considered this a malfunction based on the customer report only. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the etco2 function would not give a reading during a pt event. The involved pt died. The customer has reported that the device behavior did not contribute to the pt outcome.